Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain and hydrosalpinx in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. Essure insertion had been performed while the patient had ankylosing spondylitis starting in 2006, with ongoing remission concerning attacks and pain. On an unknown date, the patient experienced joint pain, muscle pain, significant cervical pain, back pain, tendonitis, sciatica, migraines, trigeminal neuralgia, insomnia, pain in fingers, pain in heels, blurred vision, memory loss, depression, oedema of eyelids, oedema of ankles, hemorrhagic and painful menstruations, very swollen abdomen, significant weight gain, very significant pelvic pain, significant weight gain, volume of pre-existing hydrosalpinx was multiplied by three. The patient reported feeling like she had the body of an 85-year old woman whereas she was (B)(6). She had the feeling of being rusty with chronic fatigue and continuous pain. She had no more desire for anything. Allergy to titanium and chrome, skin rash on face, red patches and spots. Sensation of heaviness in the bladder with permanent need to urinate. Since essure insertion, the patient felt worsening and relapsing inflammations that she had experienced before insertion. Joint and muscle pain strongly worsened day and night. Onset of allergies to titanium and chrome, with rash on face and v-neck (treatment with doxy). Insomnia, migraines, cervical pain, lumbar pain, back pain, sciatica, tendonitis, everything strongly worsened. The patient had to stop doing sport and to take sleeping pills so that she can recover. Neuralgia (neurontin). She took regular treatment of anti-inflammatory drugs, corticoids and paracetamol. Pelvic pain, hemorrhagic menstruations whereas before she had no menstruations, known hydrosalpinx starting before insertion which worsened from 4 cm and 3 cm to 13.5 cm and 11.5 cm. The patient had to undergo total hysterectomy and bilateral hysterectomy with removal of right ovary via laparotomy so that essure inserts can be removed with all adhesions. Current state of the patient: intervention performed on (B)(6) 2017. Since the intervention, the patient had no more pain at night except post-operative pain. She had no more insomnia and could turn her head. The reporter considered all events to be related to essure. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 28-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain and hydrosalpinx in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. Essure insertion had been performed while the patient had ankylosing spondylitis starting in 2006, with ongoing remission concerning attacks and pain. On an unknown date, the patient experienced joint pain, muscle pain, significant cervical pain, back pain, tendonitis, sciatica, migraines, trigeminal neuralgia, insomnia, pain in fingers, pain in heels, blurred vision, memory loss, depression, oedema of eyelids, oedema of ankles, hemorrhagic and painful menstruations, very swollen abdomen, significant weight gain, very significant pelvic pain, significant weight gain, volume of pre-existing hydrosalpinx was multiplied by three. The patient reported feeling like she had the body of an (B)(6) year old woman whereas she was (B)(6) years old. She had the feeling of being rusty with chronic fatigue and continuous pain. She had no more desire for anything. Allergy to titanium and chrome, skin rash on face, red patches and spots. Sensation of heaviness in the bladder with permanent need to urinate. Since essure insertion, the patient felt worsening and relapsing inflammations that she had experienced before insertion. Joint and muscle pain strongly worsened day and night. Onset of allergies to titanium and chrome, with rash on face and v-neck (treatment with doxy). Insomnia, migraines, cervical pain, lumbar pain, back pain, sciatica, tendonitis, everything strongly worsened. The patient had to stop doing sport and to take sleeping pills so that she can recover. Neuralgia (neurotin). She took regular treatment of anti-inflammatory drugs, corticoids and paracetamol. Pelvic pain, hemorrhagic menstruations whereas before she had no menstruations, known hydrosalpinx starting before insertion which worsened from 4 cm and 3 cm to 13.5 cm and 11.5 cm. The patient had to undergo total hysterectomy and bilateral hysterectomy with removal of right ovary via laparotomy so that essure inserts can be removed with all adhesions. Current state of the patient: intervention performed on (B)(6) 2017. Since the intervention, the patient had no more pain at night except post-operative pain. She had no more insomnia and could turn her head. The reporter considered all events to be related to essure. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 9.336 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 28-dec-2017: similar incident listing attached and case updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.